Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient presented with a possible set screw back-out and rod slippage approximately 3 months post-op. (Related to 3004774118-2018-00094)

Event description:
On (B)(6) 2018 it was reported to k2m, inc; that a patient presented with a possible set screw back-out and rod slippage approximately 3 months post -op (related to 3004774118-2018-00094)

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The "windshield wiper" effect was not present on these screws, and there was significant radial deformation and discoloration on the outer ring of the face. This is consistent with deformation sustained by reduction of the rod when the set screw is tightened. The material is in contact with the rod as it is screwed into place, causing friction and radial deformation on the set screw. This may lead to a decrease in forces that keep the construct locked, and may lead to the backout. Due to the backout, the rod translated in situ. There were signs of slippage on the rod indicated by discoloration and horizontal markings.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the rod remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient presented with a possible set screw back-out and rod slippage approximately 3 months post-op. (Related to 3004774118-2018-00094).